Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, white calcification-like, black particles, broken of plug strap, opening on posterior. Leak test and microscopic analysis was performed which identified: sharp broken on plug strap, creases sharp opening and four openings (punctures) on anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening, a punctured opening on anterior and posterior due to surgical damage like and a sharp broken on plug trap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.